Event description:
It was reported that during after a surgical procedure, the router broke into 3 pieces when removing from the attachment. It was also reported that this event did not occur during a surgical procedure and there was no delay or adverse consequences as a result of this event.

Manufacturer narrative:
The quality investigation is complete.